Event description:
It was reported that a low battery voltage of 2.05 volts was noted but the battery was not at elective replacement indicator (eri). This is a known issue, and the false low battery voltage is replaced with the correct value at the next three hour update. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a battery voltage measurement error. Incorrect low value reported.